Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right deflation and "textured to smooth due to product concern". Device remains implanted.

Event description:
Healthcare professional reported, right deflation. And "textured to smooth, due to product concern". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to confirm, as it is a medical event. Not related to the device. Deflation: observed, a sharp assessed, as unidentified (tear) opening (shell thickness was within specification). Also observed, a delamination partial in the plug strap disk shell assessed, as to cohesive failure. And broken sharp in the plug strap assessed, as to unidentified (tear) opening. Additional observations: crease flat observed, in the surface. Yellow particles observed, in the surface of the device.

Event description:
Device has been explanted.